Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call on 10-feb-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-5). Mother is calling on behalf of the customer. The customer feels well and did not report any symptoms. Caller stated she contacted customer's primary doctor before calling and doctor told her to call manufacturer. During the call, a back to back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 04/28/2027 and the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly.